Event description:
It was reported that there was a loss of atrial sensing, and unipolar lead impedance was greater than biploar lead impedance. The device was programmed to ventricular pacing mode until the atrial lead can be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.